Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent anterior fusion at th12/l1 and posterior fusion due to vertebral collapse of th12. The surgery was done for rod replacement due to breakage at th12 and l1. The rod was placed in earlier surgery. The rod broke post-operatively and was replaced. Patient complications were reported as unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.